Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention for diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (abdomen), the adhesive was wet and the pod's cannula was found bent, causing insulin to leak during wear. Symptoms reported include hyperglycemia and migraine. The patient was diagnosed with borderline/mild dka and treated with intravenous fluids, insulin injections, and migraine management. The patient was released the same day, 5 hours after. The patient successfully activated a new pod upon returning home from the hospital.